Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implantable cardioverter defibrillator (ICD) implant procedure. During the procedure, the patient exhibited ventricular fibrillation. An external defibrillator was used to stabilize the patient. Post-procedure, the patient had two more episodes of ventricular tachycardia for which the ICD attempted anti-tachycardia pacing but charging was aborted due to under-sensing of r-waves. The patient was intubated and put on medication, and the device was reprogrammed. The patient was recovering.